Manufacturer narrative:
Device evaluation: the pacific xtreme pta balloon catheter was received within a sealed bubble wrap padded envelope, within a sealed hospital facility sterilization pouch, and loosely coiled within its opened labeled pouch. The catheter was received with the balloon in a post inflation profile coated with dry sanguine biological residue. A balloon twist/candy wrapping in the balloon chamber material were noted. In the approximately the proximal third of the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated section a and section b7 additional information: the pacific xtreme balloon was used to treat a heavily calcified lesion presenting 50-90% stenosis in the arteria femoralis superfificalis. There was no damage noted to the device packaging and no issues were encountered when removing the device from the hoop/tray. The device was prepped per the instructions of use (IFU). The device passed through a previously deployed stent. Resistance was encountered during device advancement. Excessive force was not used. A non-medtronic inflation device (bard pesto) was use for balloon inflation. The device was safely removed from the patient and the lesion was treated with a stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure using pacific xtreme pta balloon, balloon twist occurred. Rewrap tool not used and no rewrap issue noted. There was no patient injury reported.